Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with the notice: draining slowly message and drain complication alarm during drain 3 of their pd treatment. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the clinic manager confirmed the reported event. The clinic manager stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic manager stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The clinic manager stated that the cycler remained with the patient for continued use.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with the notice: draining slowly message and drain complication alarm during drain 3 of their pd treatment. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the clinic manager confirmed the reported event. The clinic manager stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic manager stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The clinic manager stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.